Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-01016, 2017865-2021-01018. It was reported that patient presented with mild dizziness. It was found that both the atrial and right ventricular leads exhibited noise over-sensing causing pacing inhibition and and inappropriate automatic mode switches. The implantable pacemaker also exhibited far-field r-wave over-sensing causing inappropriate mode switches. These events reportedly occurred during a physiotherapy session. The pacemaker was programmed to address its issues and the patient was told to avoid similar exercises in the future. Patient was stable after the event.